Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. The right ventricular lead had been measuring r waves around 10-20 millivolts, however the r wave measurements were now below 3.5 millivolts and ventricular sensing episodes with possible retrograde condition were noted. The lead remains in use. No further patient complications have been reported as a result of this event.